Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the inpen had a lead screw anomaly. The customer stated that the her inpen has a problem dispensing. Customer also stated that it gets to about 2/3rd used, and the insulin stopped coming through the needle. It was reported that after the cartridge was empty no insulin exits. No harm requiring medical intervention was reported. The inpen will not be returned for analysis.

Event description:
Information received by medtronic indicated that the inpen had a lead screw anomaly. The customer stated that the her inpen has a problem dispensing. Customer also stated that it gets to about 2/3rd used, and the insulin stopped coming through the needle. It was reported that after the cartridge was empty no insulin exits. No harm requiring medical intervention was reported. The inpen will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.